Event description:
It was reported that within one day of implant, the rv (right ventricular) lead dislodged, with loss of capture noted. Ultrasound revealed a pericardial effusion, and there was tamponade and cardiac perforation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).